Event description:
It was reported that, the pacemaker system triggered a lead safety switch (lss) due to high impedances out of range in the right ventricular (rv) lead. The sensitivity was reprogrammed to prevent oversensing and the plan is to replace the rv lead. The procedure has not been scheduled at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported, that the pacemaker system triggered a lead safety switch (lss), due to high impedances out of range in the right ventricular (rv) lead. The sensitivity was reprogrammed to prevent oversensing. And the plan is to replace the rv lead. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, the pacemaker system triggered a lead safety switch (lss) due to high impedances out of range in the right ventricular (rv) lead. The sensitivity was reprogrammed to prevent oversensing and the plan is to replace the rv lead. The procedure has not been scheduled at this time. This pacemaker remains in service. No adverse patient effects were reported. Further information was received that noise was also observed on the rv lead. A device changeout procedure was performed and this pacemaker along with the rv lead were explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this device for analysis.

Event description:
It was reported that, the pacemaker system triggered a lead safety switch (lss) due to high impedances out of range in the right ventricular (rv) lead. The sensitivity was reprogrammed to prevent oversensing and the plan is to replace the rv lead. The procedure has not been scheduled at this time. This pacemaker remains in service. No adverse patient effects were reported. Further information was received that noise was also observed on the rv lead. A device changeout procedure was performed and this pacemaker along with the rv lead were explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this device for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.